Event description:
It was reported that during a thyroidectomy procedure, the device was working properly, but then stopped. They observed that the device was broken. Not noted how case completed. No pt consequence.